Event description:
The user facility reported that during a procedure the coating at the back end of the wire was coming off. Follow up communication with the user facility confirmed the following: a glidewire gold was inserted into .018 quick cross select and it seemed to get stuck; the wire was removed and soaked, where it then passed smoothly through the catheter; the physician used the wire for over 20-30 minutes as he used it to track down and through the anterior tibial; when the physician put the torque device on, it slide some of the wire coating off; procedure was completed; and the patient is reported doing "fine".

Manufacturer narrative:
(B)(4). The information provided below lists the date(s) the additional information was received by the manufacturing facility: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
The involved device was not returned for evaluation which limits the failure investigation to the information provided by the user facility and evaluation of the retain sample of the involved lot number and product code combination. Visual inspection of a retained sample confirmed that there were no anomalies or defects. Testing of the unused retained sample confirmed that product performance specifications were met. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that the reported issue was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information and the event description stating that the actual sample passed the catheter smoothly after being re-soaked, it is conceivable that the actual sample had got stuck due to insufficient priming and was exposed to an excessive scratch force generated during manipulation of the torque device. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Actual device not returned.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00193 to provide additional information regarding evaluation of the retention sample.